Event description:
On (B)(6) 2011, the vns patient's programming history was reviewed and it was discovered that on (B)(6) 2011 the patient presented with faulted system diagnostics test settings of output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet on time=1ma/magnet pulse width=500usec/magnet on time=30sec. The patient was then programmed back up to output=2ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=3min/magnet on time=2.5ma/magnet pulse width=500usec/magnet on time=30sec. The patient was seen previously on (B)(6) 2009, but no system diagnostics were performed that day according to the programming history. Therefore, it is unknown what date the patient was seen when the systems diagnostics test was performed. Training will be provided to the physician on the need to perform a final interrogation before the patient leaves the clinical visit in order to ensure that the patient is at the correct settings.

Manufacturer narrative:
Analysis of programming history.